Event description:
The patient stated that their first implant just quit working, and they lost therapy. The patient mentioned that they didn't know why it quit working, but eventually got it replaced. It was noted that this issue occurred about 2 months after the patient was implanted on (B)(6) 2011. The patient was implanted for postlaminectomy pain and spinal pain. No additional information was received from the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.